Event description:
Customer reportedly obtained results of 421mg/dl and 139mg/dl within 1 minute on the same device. Customer also reportedly received results of 391mg/dl and 187mg/dl within 1 minute on the same device. Customer reports taking glyburide based on the lower readings of each comparison. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.